Event description:
It was reported the patient had a ventricular tachycardia (vt) episode and the device withheld therapy due to a discrimination rule. The patient was symptomatic, perspiring and not feeling well, and had vt with retrograde conduction that lasted two hours. The device settings were going to be adjusted and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies. Concomitant products: 4193 implantable pacing lead 2004 (B)(6); 5554 implantable pacing lead 2004 (B)(6). (B)(4).